Manufacturer narrative:
The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The pt is alleged to have developed itching symptoms while receiving hemodialysis. He was given an antihistamine medication but symptoms persisted for approx six weeks. The symptoms resolved after changing to a different dialyzer. He did not require hospitalization. This is one of twenty medwatches to be submitted. Sample was discarded so is not available for MFR review.